Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).

Event description:
On 2013-08-05, information was received from a patient receiving morphine (unknown concentration) at an unknown dose via an implantable catheter for a trial for degenerative disc disease/herniated disc pain and spinal pain. On (B)(6) 2013, the patient had a trial of an intrathecal morphine infusion pump performed. The patient stated "the pain was excruciating because they hit a nerve". The patient also reported constipation, urinary retention, having problems with drowsiness, itching all over and little sleep. The patient was told by their healthcare professional (hcp) that they would not be drowsy. The patient planned to have a second trial for a stimulation system. The outcome of the event was not reported. Additional information has been requested regarding device information, drug information, event outcome and troubleshooting, but it was not available at the time of this report.